Event description:
A patient previously implanted with an evoke spinal cord stimulation (scs) system reported flank pain. Imaging was obtained and confirmed a lead migration. A lead revision was completed to resolve the reported event. The patient had been implanted 10 months at the time that the flank pain onset.

Manufacturer narrative:
The device was discarded. Without device return, it is not possible to reach a definitive root cause for the reported event. The evoke scs system surgical guide details the potential risks associated with the implantation and use of a spinal cord stimulation system, including "lead migration or suboptimal placement, which may result in undesirable stimulation changes." The surgical guide also states, "the patient may require surgery (including revision, explant, and replacement) as a result."